Event description:
It was reported that the tip of the synfix lr trial impl 8deg depth 30mm/w 38mm/h 13.5mm was found broke while prepping sets on an unknown date. No surgical information available. This is not for a warranty replacement only. This event did not contribute to a death or injury. The device did not malfunction during surgery while being used on patient. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn,as no product was received. A review of the device history records (DHR) has been requested. Placeholder.